Event description:
The rep reported the product was replaced due to a sudden loss of stimulation; there was no reported pt complication.

Manufacturer narrative:
Device analysis results were not available at the time of this report; there was no telemetry upon receipt. A follow-up report will be sent when product evaluation is complete.